Manufacturer narrative:
One device was returned for analysis. Review of images submitted with the complaint report did not display a definitively nonconforming device. Based on the information available to investigators at this time, no defect is observed, and the complaint cannot be confirmed.

Manufacturer narrative:
Device is not available for return. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that one unit with a free-floating particulate was identified during visual inspection. There was no patient involvement and there was no patient harm.